Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost the external devices in a natural calamity. Since then the patient failed to recharge the ipg. As such the patient lost stimulation. Ipg was inoperable. Surgical intervention may be pending to address the issue.

Event description:
It was reported that surgical intervention was undertken wherein the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.